Event description:
Please find the description provided by the hospital below: "friday, on (B)(6) 2013, at approximately 1400, a pt was placed upon ECMO. The perfusionist at bedside, had inspected the unit thoroughly (while teaching our new employee) prior to initiation. The safety clamp was in place. At approximately 1450, we were called to the patient's room to find the oxygenator leaking-leading to the patient's exsanguination. The pt was pronounced quickly thereafter. We saved the circuit and after we had thoroughly washed the system, it is evident that there is a fracture in the connection from the outflow of the oxygenator. When circulating volume passively, the unit does not leak. It is only with increased pressure that it is seen." (B)(4).

Manufacturer narrative:
Maquet medical systems, USA submits this report on behalf of the legal manufacturer of the device (B)(4). Provides product failure investigation, analysis and resolution for the device described in this report. Representatives from maquet are scheduled to meet with the initial reporter on wednesday (B)(6) to obtain additional info regarding the event and to obtain the device for investigation. A supplemental medwatch will be filed following the meeting at the facility. Items marked ni are unknown to us at this time.